Manufacturer narrative:
The prometra ii pump and one section of catheter were returned to flowonix for investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. The returned prometra ii pump underwent a series of investigative assessments, including visual inspection and functional testing. Visual inspection did not find any exterior anomalies, and functional analysis confirmed the pump successfully primed and flowed according to specification. In conclusion, no issues were found with the pump. During analysis of the catheter, attempts to push both air and sterile water for injection (swi) through were unsuccessful. This confirmed that an occlusion of the catheter is the assignable cause of the reported issue. The cause of the occlusion could not be determined from the analysis or with the information provided. This MDR has been revised to capture the catheter rather than the pump due to device analysis results. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending return of device for analysis and review of the device history record. (B)(4).

Event description:
Clinical specialist (cs) reported that a patient was having their pump explanted due to having greater than 15ml residuals at their last two refills. A catheter dye study was performed and the catheter was found to be functioning and intact. No issue was alleged against the catheter.